Manufacturer narrative:
The patient has refused to return the device for evaluation.

Event description:
Information was received from a vendor quality report that a patient allegedly woke up at 8-9am with severe chest pain, sweatiness, and shortness of breath. The patient also reported the odor of an "electrical burning smell". The patient was reported to have been transported to the hospital where he was diagnosed with a "cardiac event". Several requests were made to the patient and home care provider for additional information. These requests have not been honored to date. The patient has refused to return the device for evaluation. There is no indication that the device ceased to function during this reported event. It is unknown if a device failure occurred or if the device caused or contributed to the alleged adverse event. A review of the service history record indicated that the device has not been returned to the manufacturer for service since initial distribution. A review of the device history record was also performed and the device was found to have passed all specifications prior to distribution. If further information becomes available a follow up report will be submitted.